Manufacturer narrative:
The customer realized they had improperly zeroed the bed and addressed the issue and canceled their request for service.

Event description:
It was reported by service report that the scale was inaccurate due to the bed not being properly zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.